Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional follow up: the doctor had difficulty in visibility during the laparoscopic surgery, therefore the procedure was converted to the hals from the complete laparoscopic surgery. The target tissue (hilum splenicum) was thick, so, the vessel could not exteriorize as usual. The clips was not used during the operation. The closing and firing were not any trouble. We have no information whether the transfusion was required or not.

Event description:
It was reported that during a splenectomy procedure, at first, the operation was laparoscope-assisted surgery. On the way, the surgery was changed into hals (hand-assisted laparoscopic surgery). After the hilum lienis was fired with the device, the staples seemed to be formed properly and no oozing was confirmed. The abdominal cavity was closed at "14 o'clock". Late in the afternoon, bleeding from the drain was found. The abdominal cavity was reopened, and 1500cc bleeding was found. When the abdominal cavity was cleaned, it was found that the bleeding occurred from the bifurcated blood vessel of the main trunk of the arteria lienalis. The staples on the bleeding site were unformed. Ligation was performed at the bleeding site and the patient¿s blood pressure became stabilized. The doctor commented as follows; the blood pressure was increased up to 200 after extubation. The customer disposed of the device and reload, nothing will be returning.